Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿imperfection in balloon due to process ¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone visually inspect the product for any imperfections or surface deterioration prior to use to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the catheter balloon did not remain inflated when the first catheter was placed. Further, it was stated that the balloon of the second catheter did not deflate. The user was forced to go to the hospital and still had the catheter placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon did not remain inflated when the first catheter was placed. Further, it was stated that the balloon of the second catheter did not deflate. The user was forced to go to hospital and still has the catheter placed.